Event description:
This event was captured based on literature review of the following publication: (catheterization and cardiovascular interventions, 2013, 81:717-718): editorial comment: "coronary stent graft: 'a device in need is a device". It was reported that the event involving an (B)(6) male who presented with a giant right coronary artery (rca) aneurysm due to kawasaki disease and received two jostent graftmaster covered stent systems (reported in incident (B)(4)) provides an opportunity for the discussion of the use of jostent graftmaster devices to treat emergent coronary artery aneurysms as an alternative to surgical bypass grafting. In this editorial, the following general comments regarding the use of jostent graftmaster devices were expressed: covered stent grafts (csg) have been associated with higher acute and subacute stent thrombosis rates as these devices do not endothelialize adequately; csgs have also been associated with a higher restenosis rate. No additional information was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated as date of publication. Date article reviewed. There was no reported product deficiency. The reported patient effects of thrombosis and stenosis are listed in the rx graftmaster instructions for use as potential adverse effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.